Manufacturer narrative:
Investigation: one sample was returned to our quality team for investigation. Upon visually inspecting he product, the stopper was observed to be partially detached from the plunger rod. There was no damage or molding defect identified that could have contributed to this defect. A device history was performed and found no no-conformances related to the reported issue during production of batch 1907211. This defect can occur as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system is used in the assembly machine to detect for missing or improperly assembled stoppers. Although we could not identify a direct issue, it was determined the root cause of this malfunction was due to a failure in the vision system, resulting in the sample not being properly discarded.

Event description:
It has been reported that the bd plastipak¿ luer-lok¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: plastic at the tip of the piston, sampling of a precise volume is impossible. Not possible to use the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ luer-lok¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: plastic at the tip of the piston, sampling of a precise volume is impossible. Not possible to use the syringe.